Manufacturer narrative:
(B)(4).

Event description:
Both extensions were implanted after their exp date. It was also noted the pt had developed low back pain over the past 2 yrs, and the health care professional wanted to implant a new lead in order to improve the pt's lower back coverage.